Manufacturer narrative:
H2: additional information: d10 and h11 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411 solid state drive (ssd), serial lot/sw version: - the medtronic representative (rep) performed additional troubleshooting. The solid state drive (ssd) was replaced and the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and hardware parts were replaced. Codes b01, c07, and d02 apply. The computer (9735764), lot number: 2204f01034, was returned and analyzed. There was no failures found. The computer powered on and no boot up issues were identified. Codes b01, c19, and d14 apply. The computer (9735764r), lot number: 2111f00366, was returned and analyzed. There was no failures found. The computer powered on and no boot up issues were identified. Codes b01, c19, and d14 apply. The ssd, lot number: s5janj0n204003p, was returned and analyzed. There were no failures found. The ssd booted without issues and the previously installed apps functioned normally. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was uncovered prior to surgery starting. There was no delay - proceeded without navigation. There was no reported impact on patient outcome.

Manufacturer narrative:
H2: additional information: b5, section a have been updated. The code f1906 was added to reflect proceeding without navigation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736408 adapter usbc to hdmi, serial lot/sw version: - product ID: 9735823 cable hdmi, serial lot/sw version: - the medtronic representative (rep) performed additional troubleshooting. The rep installed the new computer and router, but was still getting the "no video detected" error on the main cart monitor. The universal serial bus (usb)-c to high-definition multimedia interface (hdmi) adapter was black, not white. It was suspected this may be the cause of the issue. Img code g04003 applies to the adapter and previously reported g02004 applies to the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the cart to cart connection was "unable to connect" and displayed error 1-002. The main monitor displayed no video detected and the camera cart displayed unable to connect. During troubleshooting, the manufacturer representative (rep) tried another outlet - issue unresolved. The rep tried reseating the cable from both the main cart and camera cart - issue unresolved. The rep tried the softkeys - issue unresolved. The rep hard rebooted system and unplugged from wall power for 2 minutes - issue unresolved. The rep swapped the ends of the cart to cart connection and reseated into the carts with no resolution. The rep suspected a cabling issue. Delay information was not provided. It was unknown if there was an impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735772; - cable product ID: 9735764 - computer product ID: 9735994: - router h3, h6: multiple fdd/annex a codes were reported. A0902 was coded for o video detected. A1102 was coded for displayed error 1-002/no video detected/ unable to connect. A13 was coded for camera cart displayed unable to connect. Img code g02004 applies to the cable, g0200701 applies to the computer, and g02007 applies to the router. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Additional information was received. It was reported that the manufacturer representative (rep) swapped the camera cart and umbilical cord on this system with a known working navigation system and both worked as designed. The rep looked at the main cart connections. The rep reported some connections were not connected. After connecting and reseating connections, there was no communication from the router to computer, although, it did appear to have power. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r computer, serial lot/sw version: - product ID: 9735785 cable, serial lot/sw version: - the medtronic representative (rep) performed additional troubleshooting. The rep brought in a known working navigation system and plugged the high-definition multimedia interface (hdmi) cable of the "bad" system into the "good" system. The monitor on the "bad" system came on as expected. The rep plugged the hdmi cable of the "good" system into the "bad" system computer. The "good" system main cart monitor displayed no video detected. The rep bought several universal serial bus (usb)-c to hdmi converters from various hardware stores. The rep noted that none of the other converters resolved the issue. The rep confirmed the main cart monitor input settings were set to hdmi. The rep plugged the hdmi cable of the main cart monitor into the external video port on the io panel. This did not resolve the issue, although it's possible that external video was turned off. The rep confirmed that the mini-display port to d isplay port (dp) cable was plugged into the correct port, but noted that there were no lights on next to the cable. The rep noted in a picture in the previous computer that there were no lights on as well. Technical services noted that it's possible that the mini-dp to dp has a short, and as a result damaged the "pcoip" card and "gpu" card within both computers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: the medtronic representative (rep) performed additional troubleshooting. The rep swapped the display port (dp) dongle output to working monitor, unsuccessful. The rep swapped video output to not working monitor, successful. The rep swapped dp dongles and high-definition multimedia interface (hdmi) cords, unsuccessful. The rep swapped uninterruptible power supply (ups) power from working system into not working system, unsuccessful. The issue was isolated to be 2k dp dongle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.